Manufacturer narrative:
The sample is available for investigation. It is yet to be received.

Event description:
The event involved a plum set that the customer reported a leakage of phyxol from the air vent. The event occurred on an unknown date. No more information was provided.

Manufacturer narrative:
The complaint of leakage on 142560488 could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The device history review (DHR) could not be reviewed due to the unknown lot number.